Event description:
It was reported that continuous cardiac output (cco) measurement was unstable. Follow up indicated that it was reported as cco measurement value varied and no error messages were reported. The monitor was tested and stimulator and it did not seem to have any problem.

Manufacturer narrative:
Method: device not returned.